Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced a cardiac tamponade. The lead perforation was suspected at the time of implant, but it was thought to be due to the fragile nature of the patient's heart. During the implant procedure, 200cc of blood aspirated during a pericardiocentesis, which was done when the patient's blood pressure dropped. The patient complained of chest pain while taking deep breaths. The drain was kept in situ for several days. The lead was kept in the patient with normal measurements and good thresholds of 0.4v at 0.4 ms. A few days later, the lead dislodged into the atrium, so the device was turned off. A surgical procedure was performed and this lead was removed. A new passive fixation lead was successfully implanted with no adverse events.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.